Event description:
Boston scientific received information stating: during routine follow up ra: loss of cature; oversensing; high pacing threshold> 7,0 v/0,5 msec rv: oversensing and inappropriate shocks; today the physician want to implant new leads when he opened the pocket he saw that the header of the device was to be loose after the implant the patient is fine and no adverse effects uni munster. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).